Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr procedure the physician experienced difficulties inserting the edwards 22f dilator. Per the report the difficulty was experienced due to patient's vessel tortuosity and calcium. In order to troubleshoot, the physician attempted numerous manipulation attempts but all were unsuccessful. The decision was then made to abort the case. After the access site was surgically closed, a post repair angiogram reveled an intimal dissection via the contralateral side at the distal right external iliac artery. The decision was then made to pass a fox 8mm x 4cm balloon from the contralateral side to repair the dissection. The patient was noted to be in stable condition at the end of the procedure.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by at the site; however, per report, there was no device malfunction. A device history review (DHR) for the dilator kit was performed and all manufacturers' specifications were met prior to release for distribution. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot. This may require exchange of the device over a guide wire; however, this can be performed with minimal delay in treatment and little risk to the patient. In this case the physician attempted several manipulation attempts but was unsuccessful. Per the instructions for use and the patient screening manual, the dilator kit is contraindicated for tortuous or calcified vessels that would prevent safe entry of a dilator. Additionally the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, it appears that vessel characteristics contributed to the reported vessel dissection. No further actions are required at this time.